Event description:
It was reported that the physician was unable to perform dye study due to resistance in the catheter but felt that the patient had been getting adequate therapeutic benefit. The physician suspected the catheter had migrated into the tissue. A revision was performed. The catheter tip disintegrated when explanted. A new catheter was implanted. Patient status was noted as "alive- no injury/adverse event". There were no patient symptoms/injuries related to this event.

Event description:
Additional review clarified that there were no patient symptoms/injuries related to the event.

Event description:
Additional information: it was later reported that seven weeks post implant patient felt that the pump was "dispensing medication down the wrong side of his body" and that he wasn't getting medication in the right place. An MRI was done on (B)(6) 2012 there was no granuloma and the catheter was in place. Patient was also waiting on some blood results. Patient had "crps (complex regional pain syndrome) in right lower limb, back, and additional pain in left leg and may have arachnoiditis". It was further added that patient was to get refilled after he tried his experimental positions with his ptm (personal therapy manager). Hcp had told the patient to try different positions because the catheter could shift a little bit and spread to where the patient needs medications. Currently the hcp was trying to determine if he needs to dilute the current medications after patient reports his results after the positional changes during blousing which the patient planned to do over the weekend.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model/serial #: unk, implanted/explanted: unk. (B)(4). Three segments were returned consisting of 2 separate models. Segment 1 (8709 mode) had two holes in an area about 2.3 cm from its proximal end. There was a hole on one side of the catheter and another on the other side in the same general area. This observation, along with the appearance of the holes themselves indicates a possible needle stick as the cause of the holes that were found. The small portion of model 8709 catheter seen on segment 2 had no anomalies. The analysis of segment 2 (unknown catheter model) was significantly deformed in shape and may be related to the event. In addition the catheter felt more stiff (less elastic) than would be expected and was felt that it may be related to the drug used in the catheter. This stiffness may also account for the break that occurred at the medial dispensing hole. Also, both catheter segments were discolored in the distal area near the dispensing holes which typically is also related to the drug used in the catheter.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: explanted: 2012 (B)(6), product type catheter. (B)(4).